Manufacturer narrative:
The following fields have been updated with additional/corrected information; b5, d1, d2, d5, d9, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-sep-2022 to 18- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system went on critical override and patient and medications were not crossing over. A technical support specialist rebooted the station with datasync log and marked as profile mode as per ae assistance to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system went on critical override mode due to intermittent internet but once back online, the patient medications were still not crossing over to machine lev2. The customer stated what our nicu nurses are seeing when they remove a med isn't the actual dose and it¿s causing some confusion for them and that this was a patient safety risk. There was no harm or extra dose/wrong medication administered to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the actual dose was not dispensed due to neonatal intensive care unit pyxis being changed to non-profile mode. Account executive confirmed that they changed the station back to profile mode to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly created some confusion and caused the actual dose to not be dispensed during removal. The customer stated that this was a patient safety risk and there was no harm or extra dose/wrong medication has not been administered to the patient. There were no adverse events or injuries reported based on this incident.